Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: rep was not present for the case. When a stapler was inserted into the trocar the clear shield fell off and into the patient. The surgeon noticed it immediately and removed it from the patient. There was no patient injury. Product is not available for return. Additional information was received via email on (B)(6) 2022 from applied medical account manager: a laparoscopic gastric sleeve was being performed. The case was completed with a new trocar. A bariatric instrument 5 mm was also being used. No seal components were removed or cut in order to inspect the damaged component. Type of intervention: the case was completed with a new device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event of shield dislodgement. Based on the description of the event, it is possible that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: rep was not present for the case. When a stapler was inserted into the trocar the clear shield fell off and into the patient. The surgeon noticed it immediately and removed it from the patient. There was no patient injury. Product is not available for return. Additional information was received via email on 28jul2022 from applied medical account manager: a laparoscopic gastric sleeve was being performed. The case was completed with a new trocar. A bariatric instrument 5 mm was also being used. No seal components were removed or cut in order to inspect the damaged component. Type of intervention: the case was completed with a new device. Patient status: no patient injury.